Manufacturer narrative:
Article citation: "long-term outcomes with the mcghan style 153 dual-lumen breast implant: implications for future implant design,¿ by dc hammond and wp schmitt, published in j plast reconstr aesthet surg, electronically published 07/02/2016. The abstract of this article was first received on 11/09/2016. This event was first received in the abstract. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the author regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: potential adverse events that may occur with silicone gel-filled breast implant surgery include: implant rupture, capsular contracture, reoperation, implant removal, pain, changes in nipple and breast sensation, infection, scarring, asymmetry, wrinkling, implant displacement/migration, implant palpability/visibility, breastfeeding complications, hematoma/seroma, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Patients should be advised that capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. Capsular contracture occurs more commonly in revision patients than in primary augmentation or reconstruction patients. Capsular contracture is also a risk factor for implant rupture, and it is one of the most common reasons for reoperation.

Event description:
Reported event of ¿capsular contracture (baker grade iii/IV)¿ occurring in 51.5%, or 69 mcghan style 153 lumen devices, was found within the journal article, ¿long-term outcomes with the mcghan style 153 dual-lumen breast implant: implications for future implant design,¿ in journal of plastic, reconstructive, and aesthetic surgery, 69, 02 jul 2016, p. 1211-1217. The authors noted that ¿if capsular contracture or some other aesthetic problem is identified, capsulectomy with implant replacement and breast revision is strongly encouraged.¿ therefore, it is reasonable to assume that the devices that experienced capsular contracture were removed and replaced. The affected side was not specified.